Event description:
This is submitted for chordal entanglement, difficulty during removal of the clip from the chords and chordal rupture. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. There were bad echocardiogram images due to a vertical heart position. One clip was implanted in a medial position, and the mr was reduced to 2-3. A second clip was implanted in the central position, and the mr was reduced to 2. A third clip was planned to be placed medial of the central clip. The clip delivery system (cds 40428u2/30) was advanced to the left ventricle (lv). During the grasping maneuver, it was observed that the clip became caught in the chords of the lv. Troubleshooting steps were performed, and the clip was inverted and retracted into the atrium. During retraction, resistance was felt with the chords, and it was seen that a chord ruptured. The mr increased to 4, and the posterior leaflet was very mobile. Grasping was attempted again with this clip to attempt to treat the ruptured chord, but after several attempts, it was not possible to grasp both leaflets. The cds was removed and the procedure was aborted. The mr remained at grade 4. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the clip becoming caught on the chordae, resulting in difficulty retracting the cds may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the clip caught on chordae/chordal entanglement may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation/translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. Based on the information reviewed, the reported clip becoming caught on the chordae, resulting in difficulty removing the cds appears to be related to procedural conditions and not a product quality deficiency. Potential causes for failure to adhere or bond to the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. In this case, it is likely that the difficulty in grasping the leaflet was associated with the mobile posterior leaflet. Based on the reported information, the reported difficulty in grasping the leaflets appears to be related to procedural conditions and not a product quality deficiency. The patient effects of worsening mr and tissue damage (mitral valve injury) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. In this case, the tissue damage resulting in worsening mr was a result of procedural conditions while removing the clip from the chordae. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.